Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to remove medication orders from the patient¿s medication list. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the incorrect personal computer time and time zone settings after a system upgrade. The technical support specialist corrected the time zone setting and system time, which restored proper order processing and functionality. The customer confirmed that the orders were processed correctly after the changes were made. The system functioned as intended after the technical support specialist troubleshot the device.